Event description:
The customer reported the system's cine operation failed to function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the rtos were replaced during the service call. The system was tested and found to be working as intended and put back into service.